Event description:
Hospitalization for high bgs. It was stated that the customer is pregnant. The customer began fasting and checking the bgs early in the morning. By 11am that day bgs were elevated and the customer was taken to the hosptial. The next day the customer called to request help in adjusting the basal rates. It was stated that they felt uncomfortable with the device and a replacement pump was requested.